Event description:
Alleged issue: the clips did not lock on the arteries or the renal veins. There were no consequences to the pt.

Manufacturer narrative:
A device history record (DHR) review did not show issues related to complaint. Device sample has been returned to the MFR; however, the investigation has not been submitted at the time of this report.